Event description:
The customer reported the ventilator went vent inop and alarmed during use. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.

Manufacturer narrative:
The respironics service technician verified the reported problem. The service technician replaced the power supply to correct the malfunction. Final testing was performed and the ventilator passed per operating specifications.